Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the device did not work when they went to use it during thyroidectomy. There was a problem with the tube and monitor not synching together. Once the tube was changed, the monitor worked fine. They had to open a new one. There was no patient involvement.